Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported there was leakage on the micron filter during infusion. There was no drug exposure or impact to the patient or healthcare provider. The drug spill was cleaned per facility protocol. There was patient involvement, but no patient harm.

Manufacturer narrative:
Received a picture of the primary plumb set in plastic packaging. Received one used list #142560488 primary plum set attached to a bag spike adapter with spiros. A red sticker was noticed on the outlet filter of the inline filter. Both inlet and outlet filter appeared to be wetted out. The returned sample was leak tested per product specification. There was a leak observed from the outlet filter. A green dye test was performed, and it was observed that the leak on the outlet filter was coming from multiple locations at a time. The complaint of leakage on the micron filter was confirmed on the returned used primary plum set. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter phone number: (B)(6).